Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7139418. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4) model number/catalog number: sc-1216. Serial number: (B)(6). Batch/lot number: 597150. Model/catalog description: wavewriter alpha 16 ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the leads are migrating within the epidural space. The patient underwent spinal cord stimulation (scs) replacement procedure.